Manufacturer narrative:
Follow-up calls to the customer found that they passed the following aafb survey on all levels. The cause of the reported failed aafb survey is unknown. The aia-900 service, operator's, and training manuals were reviewed and found to clearly address calibration, quality controls, operation, maintenance, error codes, and troubleshooting pertaining to the aia-900 system. (B)(4) is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support (tts) to report failing aafb proficiency testing for folate with use of the aia-900 analyzer. No details of the failed testing were provided; therefore, it is unknown if there were discrepant patient samples, failed calibration or out of range quality controls.